Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2007. During post operative monitoring and testing, leg length discrepancy was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "undesirable shortening of limb."